Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2018, patient started experiencing pain at stoma site. Report indicated that the stoma site was (B)(6) for infection and patient was started on oral antibiotic amoxicillin. After an unspecified period of time, the stoma site was assessed by physician again and patient required unknown injection of antibiotic from (B)(6) 2018 every 12 hours with effect.